Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter, further described as ¿black trash¿, was observed in the tubing of a clearlink set prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing dates: (B)(4). One actual used sample was returned and an evaluation is complete. Additionally, companion samples were returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the actual device noted a degraded piece of burned plastic inside the tubing. Visual inspection on the companion samples was performed with no issues noted. The reported condition was verified. The condition is a result of the extrusion process during manufacturing due to particulate from pvc material burned at the moment when the tubing was extruded on the die set. There are controls in place for extrusion process that ensure the correct set ups for extrusion machines and preventive maintenance task to extruders. There were no issues found with any of the companion samples. Should additional relevant information become available, a supplemental report will be submitted.